Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with bradycardia. The ventricular lead exhibited loss of capture and an x-ray confirmed the lead dislodged. The lead was successfully repositioned. The patient was in good condition post procedure.